Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save-to-disk was reviewed an no anomalies were found.

Event description:
It was reported that the patient received 12 inappropriate shocks due to t-wave oversensing. The sensitivity for the lead was reprogrammed and the lead is still in use. No further patient complications have been reported as a result of this event.